Event description:
Customer's mother reports that customer received excessive no delivery alarms. Customer's blood glucose was unknown. Troubleshooting was not performed as issue was solved with a complete set change. Customer's mother was advised to call back should problem occur again. No further information provided.